Event description:
Customer reported results of 3.0, 3.9 (1 min later) and 6.5 mmol/l (av 4.5, sd 2.1) were obtained in 2001. The next day, the customer reportedly obtained a reading of 0.9. Customer had a chocolate bar right away (exact time unknown) and within two mins, obtained readings of 15.4 and 7.9 mmol/l. Customer did not have control solution to perform qc. No symptoms were reported. There was no allegation of harm.